Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pretesting, it was observed that the broach adaptor device did not hold the actis broach securely and the locking latch unlocked when in use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: correction: the date returned to manufacturer was documented as (B)(6) 2019 on the initial report. This date has been updated to (B)(6) 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned without an alleged deficiency. Reliability engineering evaluated the device and the reported condition that the broach adapter did not hold the actis broach securely (is loose) and the locking latch unlocked when tested with the impactor (non-functional) was confirmed. An assessment was performed on the device which found that the locking mechanism unlocked during use. The adapter is pre-design change. It was noted that the design change removed material from two different surfaces to improve the latching mechanism by allowing the leaver to travel further when closing. It was determined that the assignable root cause was due to be improper construction and design. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.